Manufacturer narrative:
H4: the lot was manufactured from november 25, 2020 - november 30, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were "issues infusing" with a large volume infusor during patient use. It was further stated that normal procedures to correct "the fault" were followed and that the tubing and connections were checked. The device had been filled with piperacillin / tazobactam 13500mg in buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.